Event description:
Customer reported that the insulin pump returned a button error alarm and the numbers were flashing on the display. Customer reported that the error alarm was returned when she was preparing to bolus. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No flashing number anomaly or scrolling numbers display anomaly during testing noted. The device was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.